Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty, and the transcatheter aortic valve replacement (thv) procedure. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional procedures and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, investigation results suggest patient factors (calcified anatomy) and/or procedural factors (perforation by sheath) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device discarded.

Event description:
As reported by canada affiliate, it was a case of an implant of a 29mm sapien 3 thv in aortic position by transfemoral approach. Devices were inserted through the patient's right femoral artery. Two percloses were inserted in the rfa prior to the esheath. Insertion of the esheath was difficult due to calcified anatomy, therefore, it was removed. Dilation with an 18fr dilator was performed prior to re-insertion of a new 16fr esheath which proved successful. The 29mm valve was then successfully deployed. Following removal of the esheath, the perclose were deployed however there was significant bleeding which required an additional two perclose to gain hemostasis. Manual pressure was maintained for 15 minutes and good hemostasis was achieved. A groin clamp was to be applied in ICU as well. An angiography of the artery was performed prior to leaving the tavi room which demonstrated good flow. Patient left the room in stable condition. The patient was transferred to the ICU where they became hemodynamically unstable several hours post admission. A CT scan demonstrated retroperitoneal bleed. Vascular surgery was called and the patient was brought to the or for an urgent laparotomy, exploration and repair of the artery. Discharge summary mentions that -while in the operating room, it became apparent that the external iliac artery had been punctured with the "big bore device." A large hole was found in the external iliac artery. This was repaired, the patient was readmitted back in the ICU as critically ill. Patient passed away.